Event description:
A surgeon reports a pt is disappointed with his outcome following unilateral intraocular lens implant surgery. The surgeon feels the pt's prognosis is good despite the fact that the pt feels his expectations were not met.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Add'l info was requested by mail on 11/10/2006 and a follow-up call was conducted on 11/22/2006. A completed questionnaire was received on 11/27/2006.